Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a stent implantation procedure performed on (B)(6) 2014 in the lower to middle bile duct. According to the complainant, the stent was being placed to treat a stenosis due to caput pancreatic cancer. During the procedure, the stent was able to be deployed in the desired location. After the stent placement, the physician washed the biliary stent due to heavy biliary sludge using an olympus cannula and noted that the stent cover was not visible under the image of the scope. The physician poked the cannula into some the cells of the stent and did not note any resistance from the cover. The physician suspected that the stent cover was missing since the cover was not found after the physician checked it with the endoscope. However, the physician also reported, that the cover is not easily visible to the naked eye and the cover might have been penetrated by the cannula when poked. It was confirmed that this stent had the retrieval loop, the delivery system and the packaging of the fully covered stent type. Reportedly, the stent remains implanted and the patient is under observation. No additional intervention is required at this time. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
During analysis, returned was the outer box packaging, the inner pouch packaging and tray and the delivery device. The details on the labels on the outer and inner packaging were correct for this device, indicating that the stent was a fully covered stent. The light blue colored outer sheath proximal to the clear outer sheath indicates that the delivery device is for a covered stent device. The distal handle had been fully retracted and the stent had been deployed. During analysis an experiment was conducted to determine whether the cover appears transparent when wet. A control covered stent was placed in a container of water and immersed in a water bath at 37 degrees celsius for one hour. Another covered stent was placed into a container without water and immersed in the water bath for one hour. During inspection of the stents after removal from the water bath, found that the cover of the stent immersed in water appeared more transparent than the cover of the stent that had no water in the container. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a stent implantation procedure performed on (B)(6) 2014 in the lower to middle bile duct. According to the complainant, the stent was being placed to treat a stenosis due to caput pancreatic cancer. During the procedure, the stent was able to be deployed in the desired location. After the stent placement, the physician washed the biliary stent due to heavy biliary sludge using an olympus cannula and noted that the stent cover was not visible under the image of the scope. The physician poked the cannula into some the cells of the stent and did not note any resistance from the cover. The physician suspected that the stent cover was missing since the cover was not found after the physician checked it with the endoscope. However, the physician also reported, that the cover is not easily visible to the naked eye and the cover might have been penetrated by the cannula when poked. It was confirmed that this stent had the retrieval loop, the delivery system and the packaging of the fully covered stent type. Reportedly, the stent remains implanted and the patient is under observation. No additional intervention is required at this time. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.